Manufacturer narrative:
H3: device evaluation not required . B3: date changed to 11/10/2020. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -9.00/2.0/086 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was replaced with a longer length lens due to refractive surprise and low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.